Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis pt's contact contacted technical services on (B)(6) 2015 requesting assistance canceling pd therapy using the cycler and stated the pt had to go to the ER. Follow up with the pt's clinic pd registered nurse (rn) stated the pt was admitted to the hospital on (B)(6) 2015 and was admitted for peritonitis. The nurse stated she had last seen the pt on (B)(6) 2015 and confirmed the pt did practice proper aseptic technique when completing peritoneal dialysis treatments. There were no reported fluid leaks during treatment prior to infection per pdrn the pt completed continuous ambulatory peritoneal dialysis (capd) treatments while hospitalized, thus no treatments were missed, per pdrn the pt was discharged on (B)(6) 2015 and as on (B)(6) 2015, the signs and symptoms of peritonitis resolved and the pt continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Medical records were requested. Peritoneal dialysis patient.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. A search was conducted to identify the lots of product shipped to the customer three months prior to the event. There was no product available to be analyzed. A device history record review was performed and there were no deviations or non-conformances during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Medical records were reviewed by pst market surveillance staff. Additional information has been requested for the hospital. Nine of the 15 pages of medical records contain prescriptions and patient instructions and do not contribute additional information about the reported event. Medical records do not contain progress notes, treatment records, history and physical, lab/diagnostic test results or a discharge summary for review. Medical records do not indicate the source of the patient's peritonitis. There is no documentation in the medical record that indicates there is a casual relationship between the patient's liberty cycler, liberty cycler set or peritoneal dialysis fluids and the patient's peritonitis.

Event description:
Medical records were provided by the patient's dialysis center. On (B)(6) 2015, the patient was diagnosed and hospitalized with a primary diagnosis of sepsis. In addition, patient was diagnosed with peritonitis associated with peritoneal dialysis. The patient was discharged from the hospital on (B)(6) 2015. The pdrn stated that the patient was prescribed ciprofloxacin upon discharge.

Manufacturer narrative:
Additional medical records were reviewed by post market surveillance staff on (B)(6) 2015. Patient was diagnosed with infection and inflammatory reaction due to peritoneal dialysis center. Medical records do indicate the source of the patient's peritonitis was the peritoneal dialysis catheter. Medical records do not reveal how peritoneal dialysis catheter led to infection. The peritoneal dialysis catheter is not a fresenius manufactured product. Patient received a blood transfusion while hospitalized due to low hemoglobin. There is no documentation in the medical record that indicates there is a casual relationship between the patient's liberty cycler set and the patient's peritonitis. There is no documentation in the medical record that indicates there is a casual relationship between the patient's peritoneal dialysis fluids and the patient's peritonitis.

Event description:
Additional medical records were provided by the patient's dialysis center. On (B)(6) 2015, this (B)(6) female presented to the emergency room secondary to abdominal pain, nausea, vomiting and diarrhea that had begun tow to three days before. Patient's symptoms were intermittent and worsening with increased cramping and frequency. Patient admitted to experiencing a fever and shortness of breath. The patient was diagnosed and hospitalized with a primary diagnosis of sepsis from peritonitis associated with peritoneal dialysis. Patient was treated with intravenous and intraperitoneal antibiotics. Patient was discharged from the hospital on (B)(6) 2015. Discharge diagnosis stated infection and inflammatory reaction was due to escherichia coli.